Event description:
See MDR #3006425876-2012-00004 for the first event involving the same pt. It was reported that the cv-15802 was introduced to a depth of 1-1.5cm. At which time, the dilator started to "block slightly" - resistance was felt. After removing the dilator, they discovered the tip was "divided" into a few parts and deformed. As a result, another kit was opened. See MDR #3006425876-2012-00005 for the third event involving the same pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.